Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered three inappropriate shocks due to oversensing of the patient's atrial flutter waves, p-waves, and t-waves. The device was programmed in alternate vector. The field representative (rep) requested further reprogramming recommendations because prior to this episode of inappropriate shocks, the patient had 10 episodes of inappropriate shocks starting in (B)(6) 2023 and ending in (B)(6) 2024. The patient was in secondary vector during these episodes and was reprogrammed to primary vector. Two years later, the device recorded five untreated episodes and one inappropriate shock. The device was then reprogrammed to alternate vector, and the new inappropriate shock episodes were recorded. Technical services (ts) reviewed device data and observed that the patient had difficult signal amplitudes. When combined with the flutter waves, the amplitudes caused the device to oversense. Also, it was noted this patient was very thin. In (B)(6) 2024, there was no issue with the signal amplitude in primary vector, then the signal amplitude became difficult. Ts noted there were not many reprogramming options due to a low signal amplitude in all vectors. Ts recommended verifying system placement. Ts recommended comparing current x-rays and 12 lead electrocardiograms to available x-rays and 12 lead electrocardiograms from 2024. This s-ICD remains in service. No additional adverse patient effects were reported.